Manufacturer narrative:
This report is submitted on february 05, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics in april and may 2019 (specific date not reported). The implanted device remains.